Event description:
The patient reported that the power was lost on the pump. The patient denied any trauma or power exposure. The battery cap was replaced four months prior to the issue. The patient denied any significant alarms relating to the power issue. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Follow-up 1: supplemental report ((B)(4) 2012). The patient called animas on (B)(4) 2012 inquiring about status of replacement pump. During this conversation, the patient reported additional information regarding the power complaint. Please refer to related MFR report # 2531779-2012-01568 for additional details regarding the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/07/2012 device evaluation: the pump has been returned and evaluated by product analysis on 03/09/2012 with the following findings: the information from the time of the reported event was unavailable due to continued patient use. A review of the black box revealed 'low cartridge' alarms and several power resets. It was noted by the patient that the alarms and warnings were just set to vibrate. The pump's case was removed and the vibrator motor was found to be misaligned. The 'low cartridge' alarm and vibrator motor were tested and both were not functioning. The vibrator motor was realigned and the motor was found to be functioning. The pump was found to reset between rewind and load steps; the pump's case was removed and retested; the pump was able to complete the rewind /load steps without having resetting issues. The misaligned vibrator motor was found to cause motor contact/ electrical issues and caused resetting issues with the pump.